Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that the patient had passed away while sleeping and connected to the cycler last night. The pdrn advised that the patient was in assisted living facility and the family members have already disposed of the extra supplies. The pdrn did advise she needs a red bag and box sent to the patient's home as they live far from the clinic. Follow-up with the patient¿s pdrn confirmed the patient expired on (B)(6) 2025 while undergoing ccpd. The patient was discovered face down in the kitchen, having expired sometime during the night. It appears the patient arose from bed and was able to reach the kitchen (tubing long enough, small room) and apparently suffered a heart attack after opening the fridge. It was apparent the patient had passed away several hours before being discovered. As such, no emergency lifesaving measures were provided, and a non-emergency call was placed to the patient¿s chosen funeral home. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) malfunction or deficiency. The pdrn stated the patient¿s cause of death was cardiac arrest and was attributed to one of the multiple cardiac comorbid conditions the patient suffered from. The patient¿s treatment data from on (B)(6) 2025 indicated the patient completed treatment (despite being found on the floor), and no alarms were noted.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler and the serious adverse events of cardiac arrest and death, as the patient was undergoing ccpd therapy when she passed away. The pdrn reported the patients¿ cause of death was cardiac arrest, secondary to her multiple cardiac comorbid conditions. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Cardiovascular disease (including sudden cardiac death) accounts for the most deaths among the esrd population. Additionally, adults with esrd have mortality rates up to 30-fold higher than the general population. Per the pdrn, the serious adverse events were unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency. Based on the information available, the liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius product(s) and/or device(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that the patient had passed away while sleeping and connected to the cycler last night. The pdrn advised that the patient was in assisted living facility and the family members have already disposed of the extra supplies. The pdrn did advise she needs a red bag and box sent to the patient's home as they live far from the clinic. Follow-up with the patient¿s pdrn confirmed the patient expired on (B)(6) 2025 while undergoing ccpd. The patient was discovered face down in the kitchen, having expired sometime during the night. It appears the patient arose from bed and was able to reach the kitchen (tubing long enough, small room) and apparently suffered a heart attack after opening the fridge. It was apparent the patient had passed away several hours before being discovered. As such, no emergency lifesaving measures were provided, and a non-emergency call was placed to the patient¿s chosen funeral home. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) malfunction or deficiency. The pdrn stated the patient¿s cause of death was cardiac arrest and was attributed to one of the multiple cardiac comorbid conditions the patient suffered from. The patient¿s treatment data from (B)(6) 2025 indicated the patient completed treatment (despite being found on the floor), and no alarms were noted.

Manufacturer narrative:
Additional information: d9, g4, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was no evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. A (as-received with reduced dwell) simulated treatment was performed and completed. The cycler underwent and passed a system air leak test and a valve actuation test. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that the patient had passed away while sleeping and connected to the cycler last night. The pdrn advised that the patient was in assisted living facility and the family members have already disposed of the extra supplies. The pdrn did advise she needs a red bag and box sent to the patient's home as they live far from the clinic. Follow-up with the patient¿s pdrn confirmed the patient expired on (B)(6) 2025 while undergoing ccpd. The patient was discovered face down in the kitchen, having expired sometime during the night. It appears the patient arose from bed and was able to reach the kitchen (tubing long enough, small room) and apparently suffered a heart attack after opening the fridge. It was apparent the patient had passed away several hours before being discovered. As such, no emergency lifesaving measures were provided, and a non-emergency call was placed to the patient¿s chosen funeral home. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) malfunction or deficiency. The pdrn stated the patient¿s cause of death was cardiac arrest and was attributed to one of the multiple cardiac comorbid conditions the patient suffered from. The patient¿s treatment data from (B)(6) 2025 through (B)(6) 2025 indicated the patient completed treatment (despite being found on the floor), and no alarms were noted.